Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) helix/lobe distorted/bent, with blood on the helix; the analyst noted that the helix is slightly bent to one side of the sleeve head, making extending and retracting difficult. This most likely occurred during implant attempt; full lead returned and analyzed.

Event description:
It was reported at implant attempt the lead helix could not be extended. The lead was not used and was replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "fine".